Event description:
The manufacturer received information alleging a bipap a40 pro device switched off and sounded the alarm. The patient was unable to sleep with the device and therefore slept that night without therapy. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.